Event description:
A malfunction was reported with the malfunction code malf 24, and there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the malfunctioning pump, as it was under warranty. They confirmed the customer's shipping address and sent a new replacement pump since the warranty started within the last 30 days. The customer was advised on how to use storage mode, instructed to return the faulty pump using a pre-paid label, and received guidance on steps to follow upon receiving the new pump.